Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil is ill defined, unable to determine if positioned correctly.") In an adult female patient who had essure (batch no. A57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, right lower quadrant pain, abdominal discomfort, nausea, vomiting, loose stools, abdominal pain, cramp in lower abdomen, ache, incision site pain, weight loss, morbid obesity, colitis, bloody diarrhea, dehydration, hypokalemia and infection. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("pain"). At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: the essure implant was inserted first: into the right tubal ostia with three coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil is ill defined, unable to determine if positioned correctly.") In an adult female patient who had essure (batch no. A57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, right lower quadrant pain, abdominal discomfort, nausea, vomiting, loose stools, abdominal pain, cramp in lower abdomen, ache, incision site pain, weight loss, morbid obesity, colitis, bloody diarrhea, dehydration, hypokalemia and infection. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("pain"). At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: the essure implant was inserted first: into the right tubal ostia with three coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical records: device dislocation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.